Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Technical support suggested that she should run a precision study, 15-20 samples, to verify sampling. The most probable cause of the reported event was review of calibrator rates .

Event description:
On (B)(6) 2017, the customer reported they are not satisfied with the precision of the pth with their aia-360 analyzer. The customer reported running the pth specimens in duplicate for verification. The customer also stated that she found a few discrepancies. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.